Event description:
It was reported to the evaluation department that during a vepter surgery, the lock removal pliers had broken. Tooth of the pliers broke off and hit the assistant in the cheek. The lock was removed using another instrument. The broken piece could not be located. However, it was confirmed no broken pieces were left in the patient by cm images and x-rays.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection revealed the milling guide showed normal signs of wear and tear based on example scratches. The conclusion is indeterminate. However, excessive force to the tips of the instrument or incorrect technique cannot be ruled out.